Event description:
It was reported that this device was explanted and replaced for suspicion of exhibiting premature battery depletion behavior. This device is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Subsequently, surgical intervention was performed to implant a new device. This device was electronically deactivated and remains implanted. No additional adverse patient effects were reported. Additional information/correction: after further correspondence with the field representative to obtain additional details, it was clarified that the device was taken out of service (deactivated). The physician elected not to explant the device due to the patient's young age.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. This device remains implanted and in service. No adverse patient effects were reported. Additional information/update: upon sending a request to the field representative to obtain product return, the field representative provided further information, indicating that this device was in fact not explanted. Further clarification was provided that the initial information provided in the event was an error. The physician elected not to replace the device due to the patient's young age.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.